Event description:
Patient was getting out of bed in the hospital, he slipped with the brace on, the brace buckled and patient fell and tore his mcl. No modifications we made to the brace and the brace was locked in full extension. Device was not returned to djo for evaluation; brace was discarded by user facility.